Event description:
It was reported by the customer that the cot dropped at the head end. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Conclusion - mfrs investigation is still ongoing; if add'l info is received, a f/u report may be submitted.